Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. When seen at the managing healthcare professional¿s (hcp¿s) office for recharger education, the patient mentioned an infection at the ins pocket site recently that was managed by her primary care physician. The patient¿s hcp referred the patient to infectious disease, wound care, and an MRI. The issue was not resolved as of (B)(6) 2017. No surgical intervention occurred or was planned. The patient was alive with no injury. The issue occurred during normal use.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep stating the patient's infection has been treated and has cleared. As a precaution, the patient is being referred to infectious disease by their pain management physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.